Event description:
T1 was applied properly, t2 was advanced fully, but did not deploy behind the meniscus. Surgeon tried to apply t2 a second time, but t2 did not deploy. Suture was cut off and suture and t2 were removed from the joint. T1 stayed inside the joint as properly seated behind the meniscus. Sales rep was present in the or and assured that t2 was forwarded far enough. The surgeon experienced a 15-minute delay in order to remove the suture and gather a back-up fast-fix device. No pt injury resulted. The customer stated that "t1 stayed inside the joint as properly seated behind the meniscus". Unfortunately, this is impossible. If the suture and t2 were removed (which they were), t1 can only remain behind the meniscus unsupported.

Manufacturer narrative:
No product is being returned for evaluation therefore, no determination could be made for the reported device failure.